Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
'It was reported that during a cardiac ablation procedure, there was an occurrence of pericardial effusion and injury to the myocardium. It was surmised that the pericardial effusion occurred during puncture. The patient's blood pressure dropped. An echocardiogram confirmed the presence of pericardial effusion. Several aspirations were performed. The patient received a blood transfusion, and administration or adjustment of concomitant medications the patient's hospitalization was extended. The outcome of this case is unknown. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that a transseptal puncture was not required for the procedure, and it was surmised that the puncture canula for epicardial puncture caused the pericardial effusion. Additionally, the case was completed with pulsed field ablation (pfa).

Manufacturer narrative:
B5: event description: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.